Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 7 was not resolved with troubleshooting. Replacement products were sent to the patient.